Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unspecified location. It was further reported the leak was not from around the luer adapter. This issue was discovered after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 22, 2020 - september 23, 2020. H10: the device was received containing fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Silicone oil was observed on the interior wall of the housing, however; this condition is cosmetic and has no impact on the functionality of the product. A functional leak test was performed on the unit by filling the bladder with green colored water. During and after fill, no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.